Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leakage. The following information was provided by the initial reporter: when mixing bcg, noted liquid leaking out bottom of syringe, appears that seal is not intact around plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 10feb2023. H6. Investigation summary: it was reported liquid was leaking out of the bottom of syringe. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The sample came with the plunger rod - rubber stopper all the way down and no defects or imperfections were observed. The samples was then tested for luer tip leak per it94 and pressure water leak past stopper per it21. The sample passed both tests. The two photos provided show the sample received. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leakage. The following information was provided by the initial reporter: when mixing bcg, noted liquid leaking out bottom of syringe, appears that seal is not intact around plunger.